Manufacturer narrative:
A review of the finished device lot history record (lhr) did not reveal any non-conforming material reports (nmrs) which could have contributed to this complaint.

Event description:
Device malfunction: balloon rupture, detachment from source. Time of malfunction: during use. Time of symptoms/ae: post-procedure. Symptoms/ae: non-resorbable material, unretrieved in the body; shock symtpoms. It was reported that during a procedure of the subclavian cephalic artery, the pta balloon ruptured during inflation and separated. It was noted that the balloon was initially inflated between 12 to 14 atms and this was the second inflation attempt. The distal tip and catheter were removed from the anatomy, however a piece/portion of the balloon had become separated and remained in the anatomy. Further info rec'd stated that a cat scan was performed and snare attempts were unsuccessful in retrieval of the separated piece. The pt was reported to be in shock post-procedure, but days later was discharged. Reportedly, the pt presented at a second hosp after discharge with other symptoms. No additional info available.